Event description:
I bought a pair of hearing aids from the company (B)(6) under a 60 day return policy. One of the hearing aids was defective and I called on (B)(6) 2019 to return the product. Just under the 60 day trial period. They refused to honor the return stated they changed their return policy to 45 days. I have an email on my order and a (B)(6) post from (B)(6)stating the offer was on a 60 day trial period. The person I bought this for is an (B)(6) lady who was and still is disappointed about this. FDA safety report ID# (B)(4).